Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure when the foreign material adhered to the scope. Additionally, there was no delay in the start of pre cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint free cloths and flushed the nozzle with detergent solution, they submerged the scope in detergent, and there were no abnormalities reported in the accessories used for reprocessing the device. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of a switch 1 failure was confirmed; damage on switch 1 was noted. The following additional findings were also noted: water tightness is lost due to a pinhole on the bending section cover, assorted scratches, chips, and discolorations, scope connector corrosion, universal cord sticky, light guide bundle is slipping and has a breakage, scope connector and control unit are dirty due to water leakage, and wear of the angle wire causing the play of the up/down knob and bending angle in the up direction to not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that their evis lucera elite colonovideoscope had a failure of switch 1; there were times when the switch would not respond. Upon inspection and testing of the returned unit, it was discovered that there was foreign matter lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report MDR is being submitted to capture the reportable malfunction found during evaluation.